Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced severe abdominal pain, chills, fever, and profuse sweating after undergoing a hysterectomy surgery in which floseal was used. The indication for the use of floseal during the surgery was not reported. The volume of floseal used and the site of application was not reported. It was not reported if excess floseal was irrigated. No further information on the surgical technique was provided. Subsequently, four days post-operatively, the patient experienced severe abdominal pain, chills, fever and profuse sweating. One day later, the patient was hospitalized and underwent emergency surgery later that evening. The emergency surgery included an enterectomy, single resection and anastomosis, exploratory laparotomy, exploratory celiotomy, laparoscopy and abdomen, peritoneum and omentum brushing/washing. The trauma surgeon that performed the emergency surgery stated that the issue was caused by a build-up of floseal found on the intestine and covering the patient's liver. Three days after undergoing the emergency surgery, the patient was released from the hospital with instructions to follow up with their primary care physician regarding their liver. No further information was provided regarding the patient&#38112;outcome. No additional information is available.